Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solution tracker that the customer had high and low blood glucose. Customer's blood glucose ranged from 32 mg/dl to 500 mg/dl. Customer was advised to speak with the trainer regarding setting adjustment. Customer declined troubleshooting. Customer will not b be returning the device for analysis.